Event description:
This unsolicited device case was first received from (B)(6) on (B)(6) 2012, from a lawyer and concerns a female pt of unk age who experienced injection site inflammatory granuloma and giant oedema nos after injections of poly-l-lactic acid (newfill) for an unk indication. The initial info received on (B)(4) 2012, continued no seriousness criteria and was not medically confirmed. Follow-up received on (B)(6) 2012: the case was upgraded to serious due to disability and administration of corrective treatments, details concerning the disease history. Follow-up received on (B)(6) 2012, from a lawyer via a dermatologist: pt's age was updated to (B)(6). Administration of corrective treatment, work incapacity. The concomitant medications included hyaluronic acid (hydra fill 3) and botulinum toxin (botulinum toxin) and insertion of acupuncture needles. No relevant medical history, past drugs and concurrent conditions were reported. Initial info received on (B)(6) 2012: on unspecified dates in (B)(6) 2003 and (B)(6) 2004, the pt received injections of poly-l-lactic acid (newfill). No info concerning the site of injection and techniques of injections were reported. These injections had been performed by a naturopath who had no skills for giving injections of this product. Because she was not satisfied with the results of newfill injections, the pt went to see a physician who performed injections of hyaluronic acid (hydrafill grade 3) in (B)(6) 2004. No info concerning the site of injections and the technique used were reported. In (B)(6) 2005, the pt contacted the physician to tell that she had observed an inflammatory reaction resulting in the appearance of a mass on the right side of the face. It was reported that this case was an inflammatory granuloma. The pt did not return to see this physician. The physician learned later that, treated nos by different physicians, the pt later presented with a giant oedema nos in (B)(6) 2005. No info concerning the localization and the characteristics of this edema has been reported. It was not reported if any corrective treatment was required. A product technical complaint (ptc) was initiated with global ptc number (B)(4) and the conclusion no investigation possible. The company stated that: no batch of new fill was manufactured/released by anagni during 2004 or in the previous years. Only three (3) sculptra batches (a4d05, a4d06, a4d07; code 86010568) were manufactured by anagni during 2004 and they were all released for the u.s. Market as code (B)(4). For each batch, the release documentation of both semi-finished and finished (packaging) products have been re-checked and no anomalies linked to the event reported have been picked out. Since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. No batch of new fill was manufactured/released by anagni during 2004 or in the previous years. Only three (3) sculptra batches (a4d05, a4d06, a4d07; code (B)(4)) were manufactured by anagni during 2004 and they were all released for the u.s. Market as code (B)(4). For each batch, the release documentation of both semi-finished and finished (packaging) products have been re-checked and no anomalies linked to the event reported have been picked out. Since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. The outcome of the events of injection site inflammatory granuloma and giant oedema nos was unk. According to the lawyer, the pt has initiated a legal action against the physician who injected hyaluronic acid. Additional info was received on (B)(6) 2012: ptc results updated. Text was update accordingly. Additional info was received on (B)(6) 2012: follow up info received on (B)(6) 2012, via a lawyer, from a dermatologist named as an expert in a legal action for damages initiated by the pt against the persons who performed the injections of poly-l-lactic acid newfill and hyaluronic acid (hydrafill). This physician deemed that only newfill could be suspected in the occurrence of this case. First seriousness criteria known on this date: administration of corrective treatments, work incapacity. The initial info received on (B)(6) 2012, contained no seriousness criteria and was not medically confirmed. The pt was (B)(6) when the adverse events first occurred, in (B)(6) 2005. She was a (B)(6). Between (B)(6) 2002 and (B)(6) 2003, after a delivery, the pt underwent several sessions of electroridolysis in face (passage of an electric current of low intensity between acupuncture needles inserted in the skin) with good tolerance. These sessions were performed by a naturopath. Then, on (B)(6) 2003, the same naturopath injected some poly-l-lactic acid (newfill) batch 02h21 purchased by the pt from biopharmex on (B)(6) 2003. Because of a low efficacy, the pt underwent a second session of injection on (B)(6) 2004. The injections were performed in the nasogenian folds. Of note the protocol used for the injections was not reported. Of note, it was not stated with a complete certitude that this product had been injected to the pt. Of note, newfill has been transferred to dermik laboratories, on (B)(6) 2003. Because the pt was not completely satisfied of the poly-l-lactic injections results, she consulted a physician who performed 2 sessions of injection of hyaluronic acid (hydrafill grade 3): on (B)(6) 2004, injection of 0.8 ml, batch 300462; on (B)(6) 2004 injection of 0.5 ml batch 300432. The injections had been performed in the nasogenian folds, exactly in the same sites as the injections of poly-l-lactic acid. Of note the protocol used for the injections was not reported. It was reported by the naturopath, that a short time frame nos before the occurrence of the adverse event, the pt received a punch during a party in a night club. The localization of ths punch was not specified, but the context suggested it was on face. It was also reported by the same person that, within the same time frame, the pt underwent injections of botulinum toxin in face. Nevertheless there was no certitude concerning these affirmations. In (B)(6) 2005, within a very short time frame, the occurrence of an inflammatory reaction in shape of ball on the upper part of the right nasogenian folds was observed. The deep inflammation progressively spread to all the right cheek, up to the low eyelid, then to the left nasogenian fold. On (B)(6) 2005, the pt consulted in emergency her general practitioner. In a first time the pt received a treatment for sinusitis: an antibiotic pristinamycine (pyostacine) and betamethasone+dexchloropheniramine (celestenamine). The next day the pt consulted a maxillofacial surgeon who diagnosed a cellulitis of the right cheek and prescribed a CT scan of the jaws. Its result was not reported. (B)(6) days later, on (B)(6) 2005, the pt consulted an allergist who prescribed a treatment with amoxicilline/clavulanic acid (ciblor) instead of pristinamycine (pyostacine). The result was not satisfactory; a nose and throat specialist prescribed to the pt a treatment with antibiotic nos associated with a corticotherapy by general route: prednisolone (solupred 20 mg). To be noted the pt's general practitioner also prescribed on (B)(6) 2005, a homeopathy treatment nos associated with ibuprofen (advil) and promazepam (lexomil, for psychic disorders). The prescription of prednisolone was pursued. On (B)(6) 2005, the pt consulted for the first time a dermatologist who prescribed a treatment with cortisone. The pt was sent to another dermatologist who injected a treatment with detamethasone (diprostene) in the right cheek. It was reported that, around this date, the erroneous diagnosis of cellulitis or angioedema have been challenged in favor of an inflammatory reaction due to the products injected in the nasogenian folds. Because of the important deformation of the face, the pt presented with psychological disorders justifying the prescription of sertraline (zoloft) on (B)(6) 2005, pursued until 2008. On (B)(6) 2005, further prescription of an antibiotic by the dermatologist. On (B)(6) 2005, a physician called in emergency for an oedema of the face and the eyelids evoked a cellulitis. Nevertheless, it was reported that this diagnosis was now considered false. From (B)(6) 2005 and until the date of the report written by the expert, i.e. Until (B)(6) 2009, the pt was taken in charge by a hospital dermatologist. The pt presented with a hard oedema extended to all the face. A biopsy of the upper and right lip was performed and showed a granulomatous reaction with macrophages and giant cells due to exogenous elements. It was reported that the lesions were at their maximum intensity in (B)(6) 2005. A long lasting corticotherapy treatment with prednisone (cortancyl) had been introduced by general route. This treatment, when it was given with high dose, led to an improvement of the symptoms and to a decrease of the inflammation. But when the doses were decreased in inflammation increased. The initial dose was 60 mg daily. It had been decreased then increased several times. From about (B)(6) 2008, the doses of prednisone were less than 10 mg daily. In (B)(6) 2009, it was 1 mg every three days. In (B)(6) 2009, the inflammatory attacks had not completely disappeared. A clinical examination performed on (B)(6) 2009, showed a stabilization of the reaction at 60-70% of the maximal level of (B)(6) 2005. Some inflammation episodes persisted but spontaneously improved. At the date of (B)(6) 2009, the last one occurred in (B)(6) 2008. The observation of the face did not revealed clear deformations. Nevertheless the palpation revealed important indurations of the skin and the subcutaneous tissue (no folding was possible) on both side of the nose and the 3/4 upper parts of the nasogenian folds. The bilateral indurations began on the lower part of the low eyelids, going down, over 3.5 cm, to the commissure of the lips and the upper parts of the lips except the center line. The lesions were sensitive on palpation and sometime spontaneously with a sensation of warmth. Mastication and speaking were not impaired. In (B)(6) 2009 the depressive syndrome persisted. Because of the pt's profession, a total incapacity for work had been recognized by health insurance from (B)(6) 2005 to (B)(6) 2006. A deficit functional, physic, aesthetic, psychic had been recognized. At the date of the last contact, the final outcome was not assessed.

Manufacturer narrative:
Pharmacovigilance comment: company comment after initial info received on (B)(4) 2012, quality assurance investigation according to the info reported with the follow up, no batches of newfill had been manufactured before 2005 in the plant that currently manufactures this device. As the injections had been performed in (B)(6) 2003 and (B)(6) 2004, no batches manufactured in this plant had been used. Because, at the date of this report, no info concerning the plant in which poly-l-lactic acid had been manufactured, it seems difficult to give a conclusion concerning quality assurance issue. Nevertheless, by the intermediary of its subsidiary dermik lab, sanofi aventis holds the ce registration for newfill since (B)(6) 2003. At that date, the indication of the device was the treatments of the wrinkles. On (B)(6) 2004, the ce registration had been modified by the addition of the indication for lipoatrophy. Therefore, a causal role of poly-l-lactic acid pertaining to sanofi in the occurrence of these materiovigilance incidents seems possible, but as the info sent was very poor, it seems difficult to give a proper assessment. Company comment after follow up info received on (B)(4) 2012. A causal role of newfill in the occurrence of this case of injection site granulomatous inflammation can not be excluded. Nevertheless, the other products received by the pt could provide an alternative explanation even though they have not been clearly suspected by the physician who reported the follow up info. Nevertheless, because there was numerous incertitude in this case, it seems difficult to give a proper assessment.